Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inratio: 2.1. Inratio: 2.5. Inratio: 2.1. Inratio: 2.4. Date: (B)(6) 2011, inratio: 5.1. Date: (B)(6) 2011, inratio: 5.2. Patient self-adjusted coumadin dose on (B)(6) 2011.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 2.1, 2nd inr: 2.5, 3rd inr: 2.1, 4th inr: 2.4, mean: 2.28, sd: 0.21, %cv: 9.06. The 5.1 and 5.2 inr results were excluded from comparison test since time between tests exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison test to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required at this time. As reviewed on 02/07/2011, seventy discrepant result complaints were reported for lot #243934, yielding a complaint rate of 0.052%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.